Event description:
A distributor filed a report after the fact, with us, the manufacturer, that one of their customers complained that the trueread blood glucose monitoring system gave low reading of 40 mg/dl and that when the paramedics arrived it was reading 27. The paramedics treated the user for low blood sugar at her home and then left. No injuries or hospitalization were stated. The customer claimed that she almost went into a diabetic coma due to the trueread blood glucose monitoring system not working properly for her. No serial # for the monitor was received or lot # for the strips. No verification of the results were done by the distributor.